Manufacturer narrative:
Patient information is unknown. Unknown date in 2017. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two locking drill guides won¿t screw into the holes in 2.0mm plates. This was noticed during a metacarpal repair on an unknown date. No known surgical delays or patient harm as a result. The procedure was completed successfully with the patient in stable condition. The guides were tested in sterile processing against threaded plate holders with three 2.0mm plates from the locking compression plate (lcp) modular mini fragment set. The issue was determined to be related to the drill guides and not the plates. The age of the set is approximately three months. Concomitant devices: 2.0mm plates (part/lot unknown, quantity 2); unknown threaded plate holders (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4), release to warehouse date: 23.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation: customer quality conducted an investigation of the returned device. It was reported that two locking drill guides won't screw into the holes in 2.0mm plates. This complaint is confirmed. The visually confirmed post manufacturing damage to thread forms in the form of nicks, dents and wear would contribute to the reported complaint condition. The complaint condition was not able to be replicated at customer quality (cq) because the plate(s) from the event were not returned. No new malfunctions were identified as a result of this investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. No product design issues or discrepancies were observed. Legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.